Event description:
Reporter alleged customer was found unresponsive and glucose measured 52 mg/dl, so they were treated by a layperson with juice. It was stated customer had a seizure after treatment, so paramedics were called however, the location of the alleged incident was not provided. Reporter stated paramedics tested customer's glucose to be 28 mg/dl compared to 150 mg/dl that was performed 10 minutes apart on the customers active system. As a result of the comparison, customer was treated with a 1/2 amp of d50 dextrose before being transported to the hosp, however, no other action or treatment info was provided. A request was made for the return of the suspect device and replacement product was sent.